Manufacturer narrative:
This implant has been explanted but we have not received it back from the md.

Event description:
Double capsule.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing; the device weighed 5.4g over specification. No reported complications. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.